Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving clonidine, lidocaine, and morphine all of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain, chronic low back pain, and spinal pain. It was reported by the patient that in 2012 within 6 months of implant the catheter was kinking and the implanting doctor said something slipped off and redid the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.